Manufacturer narrative:
Sample not returned to MFR at time of this report. The results of the evaluation are not available at the time of this report. A follow-up report will be sent when completed.

Event description:
The event is reported as: there was no passage in the epidural device. No pt injury reported.